Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion. Ref MDR #'s 2937457-2013-00257, 8030665-2013-00641, 1713747-2013-00487.

Event description:
It was reported by the user facility that a pt went into cardiac arrest within 8 minutes of treatment initiation. During a f/u phone call with the facility, it was reported that the pt had complaints of chest pain and was then found unresponsive. A code was called. The pt regained consciousness and was fine. The pt is receiving treatment in the hosp due to a pneumonia. This event was not the pt's first treatment and the pt has since been receiving treatment with no issue.